Manufacturer narrative:
In this case, per evaluation of the returned device, the sheath hub was received separated from the sheath shaft. The observed failure mode is similar to the previously identified failure. A re-evaluation of the event confirmed that an investigation has been initiated to determine the root cause and implement any necessary corrective actions. Correction to h6; investigation conclusion.

Manufacturer narrative:
Correction to h11. During an administrative review of the previously submitted medwatch follow-up, it was noted that the statement, "an investigation has been opened to determine the root cause and implement any necessary corrective actions," was inaccurate. The correct statement should have indicated that an awareness communication was conducted at the manufacturing facility. Accordingly, a supplemental medwatch report is being submitted to reflect this correction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in spain, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 29mm sapien 3 ultra resilia valve via transfemoral approach, the procedure was progressing successfully until the delivery system with the valve was introduced into the esheath+. At that point, the shaft of the esheath separated from the hub. The clinical team elected to remove the devices as a single unit and proceeded with a replacement kit. The patient did not experience any injury and was reported to be stable following the procedure.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Update to d9, h2 and h3. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The returned device underwent a visual inspection, which revealed that the esheath hub had separated from the sheath shaft. Additionally, the liner was found to be expanded by approximately 4 cm in length from the strain relief. The remaining portion of the sheath was unexpanded, and the tip remained unopened. Residual strain relief material was observed within the hub; however, no hdpe material was visible in the sheath hub. No abnormalities were noted on the commander delivery system or the sapien 3 ultra resilia valve. Due to the nature of the complaint, functional and dimensional testing could not be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event, however, a potential manufacturing nonconformance was identified based on prior escalations. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, the procedure was being successfully but when the delivery system with valve was introduced in the esheath+ the shaft of the esheath was separated from the hub. Per evaluation of the returned device, the sheath hub was received separated from the sheath shaft. The observed failure mode is similar to the previously identified failure, in which there was a failure of the compression fit between the sheath shaft and sheath housing. The potential manufacturing issues may have contributed to the complaint event. In this case, available information suggests that unconfirmed manufacturing factors may have contributed to the event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.